Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (13) years since the subject device was manufactured. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) processes steps provided by the customer and there weren't any deviations from the device instructions for use according to the customer. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected. Therefore, the cause of the material remaining in the device could not be determined. Suggested event can be inspected and prevented by following below instructions for use. Inspection method is described in the operation manual evis lucera gif type 260 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual evis lucera gif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.